Event description:
Customer reportedly obtained results of 44 mg/dl and 184 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No information reported to suggest where comparison was performed. Requested return of suspect test system and replacement was sent. Advantage test system: meter, test strip lot/exp/cat unk.

Manufacturer narrative:
Suspect device: comfort curve test strips.